Event description:
It was reported that during a laparoscopic gastric bypass procedure, the device was fired and first clip would not form correctly (clip was scissored). The device was fired for second time and clip shot out of device. It is unknown if clip retrieved from patient. The case was completed with a competitor product. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.